Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support reports that the liberty select cycler had an issue: can't turn on cycler on power up occurred once tonight. The patient was not connected during the incident. Display was blank. There was not a power outage. There was not an outlet issue. The power cord was securely plugged in. There was not a sound when ok/stop buttons were pressed. Switched the cycler on and there were no lights on the stop, ok and up/down keys. Pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did not make any sound when pressed. The reported issue(s) is not a result of the supplies. Software version\ec codes were not available ¿ the patient advised the label on the cycler was distorted. The fresenius technical support representative advised to discontinue use of this cycler. Replaced cycler due to can't turn on cycler on power up. At least one full treatment has been completed with this cycler. The estimated time of arrival is on (B)(6)2025 and scheduled pickup on (B)(6)2025. There was no patient involvement, no adverse events or medical intervention was reported. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt has been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed sign of physical damage on bezel, top cover damaged and faded top cover label. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Brightness screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1935 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Brightness screen test passed. Voltage check test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined there were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.